Event description:
It was reported that during a procedure of the proximal circumflex artery, the balance middleweight universal ii (bmwuii) guide wire was positioned across the lesion and a 2.5 x 8 mm trek balloon catheter was advanced, but the guide wire felt sticky and gritty and the catheter met resistance being advanced. The balloon was left in the anatomy and the guide wire was removed with some resistance noted. A second bmwuii was used to complete the procedure without incident. There was no reported adverse patient effect. There was no clinically significant delay in the procedure due to the device issue. The patient status was reported as good post procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned balance middle weight universal ii guide wire noted no blood or contrast visible. It is possible that the guide wire was wiped down prior to shipment to abbott vascular for evaluation. The tip was tugged on to confirm that the core and shaping ribbon were intact. The balloon catheter used during the procedure was not returned. Analysis could not confirm the reported difficulties as the returned guide wire was advanced through and removed from a new balloon catheter without any resistance noted. The solder joints were measured with a hole gauge and met manufacturing criteria. The outer diameter proximal, middle and distal end of the core were measured with a laser micrometer and met manufacturing criteria. There was no damage found on the guide wire. Resistance between devices can occur due to numerous factors including, but are not limited to, interaction with other devices, insertion/removal/preparation technique, lesion morphology, patient anatomy/disease state, the condition of the balloon catheter being used, and/or condition of wire coating. Coagulation of blood or contrast in the lumen of the catheter or on the wire can be a factor in reducing clearance. The balloon catheter used during the procedure was not returned which may have aided in the evaluation. The lot history record was reviewed. There are no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. Overall, a conclusive cause could not be determined for the reported difficulties and there is no indication of a product quality deficiency. Manufacturing performs visual inspection of the guide wire tips after being loaded into the dispenser and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.